Event description:
A consumer reported that she had tipped the unit over, and received 1st and 2nd degree burns on her leg from the hot water that spilled out of the personal steam inhaler. Medical intervention was sought for her injuries. The instructions for proper use have a clear warning that the product should only be used on a flat level surface to avoid spilling water. Kaz USA, inc. Has requested that the product be returned to our company for testing.